Event description:
Customer reported via phone call that they are having issues with the buttons of the insulin pump. The blood glucose reading is 6.8 mmol/l. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, and a cracked case near the display window corners.